Event description:
This is the second of two reports for the event associated with this product lot. It was reported by the sales representative that there were two patients who experienced blistering under the biopatch. It is unknown if the patients received additional treatment. Additional information was requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.